Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was user ever able to open device? If so, how was device opened? Jaws locked shut, prompting the surgeon to ask for another device. Not sure what measures were taken to try to open jaws, if any.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that an er420 was received with the jaws in the closed position. Upon evaluation, it was noted to be empty and it was fired through lockout. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, the device was pre-fired and the jaws locked closed. Case completed with another device of the same product code. There were no patient consequences reported.